Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD), implanted following removal of a transvenous system due to infection unrelated to any boston scientific product, presented with erosion and infection approximately one month post-implant. No other adverse effects were reported. The patient was originally scheduled for a system revision, however general wound infection care has reportedly been sufficient in healing the site. At this time, the revision has been cancelled and no other adverse effects were reported.